Event description:
Pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study of stress urinary incontinence. On (B)(6) 2011, the pt was injected in two sites with 1.0 ml coaptite, lot 1022220. On (B)(6) 2011, the pt was injected in three sites with 1.0 ml coaptite, lot 1024673. On (B)(6) 2011, the pt developed a urinary tract infection. The pt was treated with macrobid on (B)(6) 2011 from pcp. The adverse event resolved on (B)(6) 2011. Per physician the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed urge incontinence. The pt was treated with oxybutynin anticholinergic medication. Per physician the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Add'l lot number 1024673, expiration date: 03/2014. Implanted date: (B)(6) 2011. Manufacture date: 03/2011. The device history records for lots 1022220 and 0124673 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.